Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and partially broken retainer ring. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case along side battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.